Event description:
A balloon burst after multiple inflations during a percutaneous transluminal angioplasty procedure. No patient complications were involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further information with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."